Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies and that the sensor glucose readings caused the insulin pump to go into threshold suspend mode. The blood glucose reading was 145 mg/dl compared with the sensor glucose reading of 253 mg/dl. The customer stated that when the insulin pump suspended insulin delivery, the blood glucose reading rose to the 300 mg/dl range. Another recorded blood glucose reading was 290 mg/dl, compared with the sensor glucose reading of 197 mg/dl. She also noted that the insulin pump alarmed change sensor and calibration errors. It was also found that the customer had been using expired sensors. Advised the customer on optimal calibration protocol. Nothing further reported.